Manufacturer narrative:
(B)(4). The user facility biomedical engineer (biomed) was not able to duplicate the issue. He de-iced and cleaned the cooler heater unit and stated the hospital has not been keeping up on regular preventive maintenance (pms). The reported complaint was confirmed per phone conversation between the field service representative (fsr) and the biomed. The fsr was informed that the water in the tank was extremely dirty with debris floating around. This was determined to be the cause of the alarms the fsr instructed the biomed to defrost and drain the system for cleaning. The biomed did not know when the customer had last cleaned the unit. The fsr sent the customer a new copy of the operator's manual that contains the cleaning schedule for the unit. Per the operator's manual the unit must be properly maintained to ensure optimum operation. A MDR remediation activity related to manufactured devices with a u.s. Food and drug administration (FDA) product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler - heater unit had constant alarms. The device was not changed out, as they continued to use it for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.